Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test due to protruded loose drive support disk. No motor error alarm. And the motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer's blood glucose reading was 200 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.